Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in disconnected mode. A field service engineer (fse) confirmed the ip address settings in the system and coordinated with the network administrator regarding the issue. The network administrator planned to check switches and other network equipment. At the it department¿s request, the fse attempted to change the network settings to dyanmic host configuartion protocol (dhcp), but this did not resolve the problem. Subsequently, the fse installed a new all in one (aio) screen on the unit, which corrected the network error. The new mac address was provided to the it team for reserving the static ip address as required by dod. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on disconnected mode and critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.